Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation energy. The customer advised, that when the shock button was pressed to deliver the energy, the device would dump the energy charge internally. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device but was unable to verify or duplicate the reported issue. Stryker did observe that the customer was using defibrillation electrodes manufactured by a third-party. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.